Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level read as "high," but a specific value was unknown. A manual insulin injection was administered to address bg level. Technical support instructed customer to disconnect and reconnect tubing, tighten connections, and administer a 5-unit bolus, ensuring no part of the system appeared compromised, although no drops were observed at the tubing's end. The issue did not recur and customer was advised to replace supplies as necessary and continue insulin therapy.